Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load process. There was no reported impact to the customer's blood glucose level. Customer indicated they would contact their health care provider to obtain back up insulin therapy.